Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer; after getting a cortisone shot, had a high blood glucose value of 522 mg/dl at the time of the incident. The customer treated their high blood glucose reading with the insulin pump. No troubleshooting was performed. Nothing will be replaced or returned.